Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgeon who fitted her with essure agreed to remove them in view of the deterioration of her health status and her general state") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hypersensitivity ("my body rejected everything: make up, nail polish..") And general physical health deterioration ("surgeon who fitted her with essure agreed to remove them in view of the deterioration of her health status and her general state"). At the time of the report, the medical device removal, hypersensitivity and general physical health deterioration outcome was unknown. The reporter considered general physical health deterioration, hypersensitivity and medical device removal to be related to essure. The reporter commented an article on a blog. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.